Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-11289. It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). Two synergy drug eluting stents were successfully deployed in the proximal and mid rca. However, the non-bsc guide extension catheter hit the synergy stent implanted in the mid rca and the stent was compressed. The synergy stent implanted on the proximal rca was also hit with the guide. New stents were used to expand the compressed stents. No further patient complications were reported and the patient's status was fine.